Event description:
It was reported that patient had poly exchange on right knee due to pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown #2 cs tibial bearing insert 11 mm. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.